Event description:
Surgeon was performing a laparoscopic procedure (fallopian tube ligation) and the filshie clip would not close. The fallopian tube was torn during the procedure causing a bleed to the tube. The surgeon cauterized the bleed.

Manufacturer narrative:
The filshie clip has been returned to us distributor (B)(4) who has conducted initial eval described below: one sample clip was returned in a biohazard plastic bag. There was no sign of any indication that the (filshie) clip had been activated. It was therefore, highly unlikely that the clip itself was the cause of the bleeding indicated. A review of the complaint database reveals no other complaints against avm-851 (B)(4) lot # 26959. This event also reported by (B)(4) - report # 1216677-2011-0011. (B)(4).